Manufacturer narrative:
Concomitant medical products: ¿diclofenac sodium dual release enteric capsule 75mg.¿ the event of ¿calcified shoulder tendonitis (right)" (not device related) is considered an unexpected adverse drug experience. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of ¿calcified shoulder tendonitis (right)" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a clinical subject was hospitalized due to a serious non device related event of ¿calcified shoulder tendonitis (right)" approximately six months after a subject was injected in the chin with 0.5 ml of juvéderm® volux¿. Patient was treated with "arthroscopic shoulder muscle repair and arthroscopic shoulder joint of come off sentry duty synovectomy" in the hospital. Patient was discharged after six days and event has recovered/resolved.